Event description:
It was reported to covidien on (B)(4) 2012 that a customer had an issue with a scd pump. The customer states, the power cord's ground prong was broken off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.